Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. The customer¿s blood glucose (bg) level was "high"; although the specific value was not provided. Elevated bg was addressed by a correction bolus via the pump.